Manufacturer narrative:
(B)(4). The device was not returned, however a companion sample was received and the evaluation is complete. A visual inspection noted a fissure in the body of the cap. Under water pressure testing confirmed the leak. The root cause of this issue was determined to be associated with defective raw material. A review of all batch record documents was performed with no issues noted during the manufacturing process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap presented a leak during use. It was found that minicap was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.